Event description:
It was reported that during an open sigmoid resection procedure, they fired the device and when they pulled off the stapler, there was stapler that was sticking straight up and did not form. They visually inspected the stapler line, observed the leak was on the anvil side of the staple line. They sutured over the leak and completed the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.